Manufacturer narrative:
Additional information was received on the unknown suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), lot: 5030340. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), lot: 5058298.

Event description:
It was reported that the patient needed additional coverage in his feet as he was experiencing inadequate stimulation. As a result, the patient had an additional lead implanted to improve therapy. The system remains implanted and cannot be returned for analysis. The patient is doing well post-operatively.